Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that hey experienced a high blood glucose. The high blood glucose value was 25 mmol/l. The blood glucose value was 7.2 mmol/l. Customer stated that the reservoir was not siting well in the insulin pump. Customer stated that the plastic o-ring was lifting up. The product will not return for the analysis.